Event description:
It was reported that this right ventricular (rv) lead exhibited some intermittent non-physiological noise that is being oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there is some non-physiological noise observed on the right atrial (ra) lead and shock channel as well. It was noted that the lead impedance measurements are stable. Ts recommended bringing the patient into the clinic to perform testing and to also ask the patient if they have changed anything in their environment or had anything implanted that may be creating the signal. A different hcp from a different healthcare facility subsequently contacted ts indicating the patient was checked in their clinic. There was no electromagnetic interference source determined, no trauma noted by the patient, and the noise could not be recreated with testing. The hcp noted the observance of some rv loss of capture and indicated the rv lead was programmed to a maximum output setting, so this is possibly a known issue. Ts agreed, discussed that the noise is concerning, and indicated if the noise cannot be recreated, they will need to follow this issue more closely. Ts provided guidance to consider programming episode-related and noise-related alerts on for remote monitoring, and the next time the patient is in the clinic, try to recreate noise and also checked impedance measurements while doing so to see if any impedance excursions are created. Ts indicated there could be a lead problem that will ultimately need to be addressed. Ts also stated they could consider extending duration programming and noted that changing sensing programming does not look like it would resolve the noise oversensing. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician at the patients following clinic indicated to a boston scientific representative that there is something wrong with this rv lead. The representative contacted ts to review remote monitoring data. Ts reviewed a recent remote monitoring transmission and indicated there are no stored ventricular episodes since device implant but noted several inappropriate atr episodes that appear to show non-physiological noise on this rv lead, the ra lead and the shock channel all at the same time. Ts noted the deflections are large at times and indicated the timing appears to vary in relation to intrinsic rv beats but appear to be at the same rate. Ts discussed that the location of the rv deflections is sometimes immediately after the intrinsic rv beats and sometimes approximately 200 milliseconds after them but at the same rate. Ts also noted that the most recent rv threshold test performed in the clinic was 7.0 volts at 2.0 milliseconds, which is high. The rv pace impedance trend shows fairly stable measurement values that are within the normal specification range. Ts explained that to have noise on all three device channels simultaneously could indicate external electromagnetic interference which looks to have the appearance of lead chatter. Ts indicated there is possible lead-on-lead contact causing degradation of lead insulation and resulting in the exposed lead conductors making intermittent contact with each other. Ts recommended possibly performing a chest x-ray or attempting to recreate the issue but noted based on the atr timing, it is probably not something that can be reproduced. The representative indicated they will follow up with the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited a high out of range shock impedance measurement of 130 ohms in the rv to ra vector. The rv to device can vector was indicated have a shock impedance measurement of 89 ohms, which is within normal specification limits. The rv and ra lead pace impedance measurements were noted to be normal. The patient is 10 weeks pregnant. Ts provided several possible options, including programming the rv lead to the rv to device can vector, performing a commanded maximum energy shock test or consider waiting until the baby is born, but noted the decision is at the physicians discretion. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited some intermittent non-physiological noise that is being oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there is some non-physiological noise observed on the right atrial (ra) lead and shock channel as well. It was noted that the lead impedance measurements are stable. Ts recommended bringing the patient into the clinic to perform testing and to also ask the patient if they have changed anything in their environment or had anything implanted that may be creating the signal. A different hcp from a different healthcare facility subsequently contacted ts indicating the patient was checked in their clinic. There was no electromagnetic interference source determined, no trauma noted by the patient, and the noise could not be recreated with testing. The hcp noted the observance of some rv loss of capture and indicated the rv lead was programmed to a maximum output setting, so this is possibly a known issue. Ts agreed, discussed that the noise is concerning, and indicated if the noise cannot be recreated, they will need to follow this issue more closely. Ts provided guidance to consider programming episode-related and noise-related alerts on for remote monitoring, and the next time the patient is in the clinic, try to recreate noise and also checked impedance measurements while doing so to see if any impedance excursions are created. Ts indicated there could be a lead problem that will ultimately need to be addressed. Ts also stated they could consider extending duration programming and noted that changing sensing programming does not look like it would resolve the noise oversensing. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician at the patients following clinic indicated to a boston scientific representative that there is something wrong with this rv lead. The representative contacted ts to review remote monitoring data. Ts reviewed a recent remote monitoring transmission and indicated there are no stored ventricular episodes since device implant but noted several inappropriate atr episodes that appear to show non-physiological noise on this rv lead, the ra lead and the shock channel all at the same time. Ts noted the deflections are large at times and indicated the timing appears to vary in relation to intrinsic rv beats but appear to be at the same rate. Ts discussed that the location of the rv deflections is sometimes immediately after the intrinsic rv beats and sometimes approximately 200 milliseconds after them but at the same rate. Ts also noted that the most recent rv threshold test performed in the clinic was 7.0 volts at 2.0 milliseconds, which is high. The rv pace impedance trend shows fairly stable measurement values that are within the normal specification range. Ts explained that to have noise on all three device channels simultaneously could indicate external electromagnetic interference which looks to have the appearance of lead chatter. Ts indicated there is possible lead-on-lead contact causing degradation of lead insulation and resulting in the exposed lead conductors making intermittent contact with each other. Ts recommended possibly performing a chest x-ray or attempting to recreate the issue but noted based on the atr timing, it is probably not something that can be reproduced. The representative indicated they will follow up with the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited a high out of range shock impedance measurement of 130 ohms in the rv to ra vector. The rv to device can vector was indicated have a shock impedance measurement of 89 ohms, which is within normal specification limits. The rv and ra lead pace impedance measurements were noted to be normal. The patient is 10 weeks pregnant. Ts provided several possible options, including programming the rv lead to the rv to device can vector, performing a commanded maximum energy shock test or consider waiting until the baby is born, but noted the decision is at the physicians discretion. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) system has exhibited noise on stored episodes for approximately the last year. The episodes are being generated at hours during the middle of the night. Sometimes the noise comes in couplets versus just single beats and the noise is present on the right atrial (ra), rv and shock channels. The noise is being oversensed as observed on some of the stored atr episodes. It was noted that the patient has their own intrinsic conduction. The patient was indicated to also have an insulin pump. Ts stated the insulin pump is a possible source of the noise, but they cannot confirm if it is causing the issue based on the current information. The hcp indicated the plan is to further investigate for a possible noise source. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited some intermittent non-physiological noise that is being oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there is some non-physiological noise observed on the right atrial (ra) lead and shock channel as well. It was noted that the lead impedance measurements are stable. Ts recommended bringing the patient into the clinic to perform testing and to also ask the patient if they have changed anything in their environment or had anything implanted that may be creating the signal. A different hcp from a different healthcare facility subsequently contacted ts indicating the patient was checked in their clinic. There was no electromagnetic interference source determined, no trauma noted by the patient, and the noise could not be recreated with testing. The hcp noted the observance of some rv loss of capture and indicated the rv lead was programmed to a maximum output setting, so this is possibly a known issue. Ts agreed, discussed that the noise is concerning, and indicated if the noise cannot be recreated, they will need to follow this issue more closely. Ts provided guidance to consider programming episode-related and noise-related alerts on for remote monitoring, and the next time the patient is in the clinic, try to recreate noise and also checked impedance measurements while doing so to see if any impedance excursions are created. Ts indicated there could be a lead problem that will ultimately need to be addressed. Ts also stated they could consider extending duration programming and noted that changing sensing programming does not look like it would resolve the noise oversensing. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician at the patients following clinic indicated to a boston scientific representative that there is something wrong with this rv lead. The representative contacted ts to review remote monitoring data. Ts reviewed a recent remote monitoring transmission and indicated there are no stored ventricular episodes since device implant but noted several inappropriate atr episodes that appear to show non-physiological noise on this rv lead, the ra lead and the shock channel all at the same time. Ts noted the deflections are large at times and indicated the timing appears to vary in relation to intrinsic rv beats but appear to be at the same rate. Ts discussed that the location of the rv deflections is sometimes immediately after the intrinsic rv beats and sometimes approximately 200 milliseconds after them but at the same rate. Ts also noted that the most recent rv threshold test performed in the clinic was 7.0 volts at 2.0 milliseconds, which is high. The rv pace impedance trend shows fairly stable measurement values that are within the normal specification range. Ts explained that to have noise on all three device channels simultaneously could indicate external electromagnetic interference which looks to have the appearance of lead chatter. Ts indicated there is possible lead-on-lead contact causing degradation of lead insulation and resulting in the exposed lead conductors making intermittent contact with each other. Ts recommended possibly performing a chest x-ray or attempting to recreate the issue but noted based on the atr timing, it is probably not something that can be reproduced. The representative indicated they will follow up with the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited a high out of range shock impedance measurement of 130 ohms in the rv to ra vector. The rv to device can vector was indicated have a shock impedance measurement of 89 ohms, which is within normal specification limits. The rv and ra lead pace impedance measurements were noted to be normal. The patient is 10 weeks pregnant. Ts provided several possible options, including programming the rv lead to the rv to device can vector, performing a commanded maximum energy shock test or consider waiting until the baby is born, but noted the decision is at the physicians discretion. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) system has exhibited noise on stored episodes for approximately the last year. The episodes are being generated at hours during the middle of the night. Sometimes the noise comes in couplets versus just single beats and the noise is present on the right atrial (ra), rv and shock channels. The noise is being oversensed as observed on some of the stored atr episodes. It was noted that the patient has their own intrinsic conduction. The patient was indicated to also have an insulin pump. Ts stated the insulin pump is a possible source of the noise, but they cannot confirm if it is causing the issue based on the current information. The hcp indicated the plan is to further investigate for a possible noise source. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient received eight bursts of inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate device shock from their ICD system during the night. The boston scientific field representative contacted ts the following morning to review device data. Ts noted the new event again exhibited noise and oversensing on ra, rv and shock channels. Ts also discussed the previously reported events and history for this patient. Ts provided the current programming for the ICD device therapy zones, including zone rates, durations and detect rate at onset. Ts provided guidance that in the interim, they could consider increasing the shock zone rate and increasing the initial duration of both zones and stated that further evaluation in the clinic is also recommended. Ts indicated to consider performing interactive testing with the patients insulin pump. A different boston scientific field representative contacted ts to also discuss this patient and associated events. Ts again discussed the noise and oversensing on all channels and noted changes in r-wave amplitude and rv pace and shock impedance measurements. R-wave amplitudes were previously stable but recently became more variable with some low and higher amplitude values. The rv pace impedance increased from approximately 700 ohms to 850 ohms with higher measurements of 1097 ohms and 1076 ohms, all of which are still within normal specification limits. The shock impedance measurements had been stable around 85 ohms and then recently have been variable between 65 ohms and 107 ohms, which are still within normal specification limits, though ts noted it is expected to be more in the 25 ohms to 50 ohms range. The threshold measurements were also noted to have increased. Ts stated that the rv lead has been in-service since 2009 and provided guidance to perform testing in the clinic to see if the noise can be recreated and evaluate the shock impedance vector breakdown. The patient was evaluated in the clinic later that day. The noise was able to be recreated while the patient laid on their left side and repositioned themselves, which was how the patient was laying when they received the inappropriate device shock. The patient was advised against laying in that position if possible until a more permanent solution is reached. The device therapy zone programming rates, durations and detect rates were increased and discriminator was changed to onset/stability. It was noted that the patient is moving across the country in a couple of weeks and will explore a possible rv lead revision after that. The products remain in-service. No additional adverse patient effects were reported.